Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via evaluation of the submitted log files. The account attributed these alarms to hypertension and anemia; however, a direct correlation between the device and the reported hypertension and anemia could not be confirmed. The submitted system controller event log files capture transient low flow alarms with elevated pulsatility index (pi) values. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and no further related issues have been reported at this time. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. This section also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hypertension and bleeding. Section 3 ¿powering the system¿ states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided, and also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ additionally, this section provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the heartmate 3 lvas patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01649.

Event description:
It was reported that the patient's log file contained multiple low flow alarms from (B)(6) 2021 to (B)(6) 2021. The cause of the low flow alarms was determined to be hypertension and iron deficiency anemia. Hypertension medications were adjusted. Based on recent echo imaging, it was also likely that there had been some recovery of left ventricle function. Vital signs showed mean arterial pressure in the 90s (mmhg). Hemoglobin/hematocrit was 7/24. Low flows and high pis were also seen in log files from (B)(6) 2021 through (B)(6) 2021 and (B)(6) 2021. The patient received iron and blood transfusions between (B)(6) 2021 and (B)(6) 2021. It was thought that the patient may have had a gastrointestinal bleed, but this was not confirmed. Stool was negative for occult blood therefore diagnostics were deferred and no esophagogastroduodenoscopy (egd), etc. Was done. The patient would be continually monitored and was discharged in stable condition.